Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. The suspect devices in use are lot w07b1408 and lot w07c3737. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. In addition, these parts are not approved for use in the united states; however, the like device catalog # 8632330 and # 8632350, was cleared in the united states.

Event description:
It was reported that the pt underwent a spinal procedure for lscs and dls at l2-s1 using posterior fixation. The pt had back pain approx 5-6 weeks post op due to one screw improperly implanted to the articulatio sacroiliaca. No revision surgery is planned at this time.